Event description:
Pt ((B)(4)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the pt was injected in four sites with 2.0 ml coaptite, lots 1024840 and 1024672. On (B)(6) 2011, the pt was injected with 1.0 ml coaptite, lot 1024840. On (B)(6) 2011, the pt was injected in three sites with 2.0 ml coaptite, lot 1025769. On (B)(6) 2011, the pt was injected in two sites with 2.0 ml coaptite, lots 1024980 and 1025374. On (B)(6) 2011, the pt was diagnosed with urinary retention as a result of bladder ultrasound. The pt was treated with foley catheterization on (B)(6) 2011, which resolved the ae (B)(6) 2011. Per physician, the event was of mild severity and definitely related to coaptite. On (B)(6) 2012, the pt was diagnosed with a urinary tract infection as a result of ua. The pt was treated with antibiotics, cipro on (B)(6) 2012. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records for lots 1024840, 1024672, 1025769, 1024980 and 1025374 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted. Add'l lots and expiration dates: 1024672, 03/2014; 1025769, 05/2014; 1024980, 04/2014; 1025374, 04/2014. Implanted date: (B)(6) 2011. Manufacture date: lot 1025769, 05/2011; lot 1024980, 04/2011; lot 1025374, 04/2011.

Manufacturer narrative:
This MDR is a follow up report to include the adverse event that occurred on (B)(6) 2014.

Event description:
A patient was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2014 the patient reported a urinary tract infection. On (B)(6) 2014 the patient received antibiotic medication. As of (B)(6) 2014 the event was resolved. The physician assessed the case as mild and definitely not device related.